Event description:
It was reported that the anterior capsule tore as the surgeon inserted the trailing haptic of a crystalens intraocular using ci-28 delivery device. This event refers to the pt's left eye. Add'l info has been requested. Reference MDR #2031924-2012-00076 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.